Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The cause of death was listed as refractory septic shock. Additional information was requested; however, it was denied and no other information is available or known.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.